Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that at implant it was difficult to advance a stylet down the lead. The lead was not implanted and replaced. Bends were observed in the lead when removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun